Manufacturer narrative:
The device associated with this incident was not returned for investigation. Should this device be returned, a supplemental report will be filed to document the results of the investigation.

Event description:
The patient completed the control solution 1 and control solution 2 tests, on their own, and reported the results were out of range. The patient called member support and repeated the control solution tests, and the results were again out of range. The range for control solution 1 was 95-143, and the result was 81. The range for control solution 2 was 243-423 and the result was 213. The patient did not receive any medical attention because of the out-of-range results from the teladoc blood glucose meter.